Event description:
Rptr's problems started in 1980 with pain and hardness of breast. The plastic surgeon tried to alleviate the problem by manipulating the implants manually. This was extremely painful. She c/o severe allergies, joint pain, arthritis, lupus, muscle weakness, extreme fatigue, nasal ulcers, excessive and frequent vaginal bleeding, alopecia, rashes, flu symptoms, bone pain, pain, numbness tingling and color changes in extremities, rheumatoid arthritis, bleeding disorder, raynaud's and pernicious anemia. She hadcapsular contractures in 1982 and 1995. Her implants were leaking. Both she and her child are very ill. She has had two laparoscopies and silicone was found in her uterus. Pt c/o polyuyositis, polyneuropathy, pleurisy, grand-mal seizures, multiple sclerosis, severe multiple chemical sensitivities.